Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e315 event could not be determined, however, the issue was likely the result of water ingress into the scope connector during user handling. As a result, an electronic component malfunctioned and an error message was temporarily displayed. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿ ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿ do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation. Additionally, fluid ingress was noted in the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope displayed e315 scope error during preparation for use for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.